Event description:
Patient stated pump screen was blank. Replaced batteries and working fine. No side effects reported from malfunction but patient uncomfortable using now so replacement pump shipped via courier. (B)(4). Dose or amount: 38nkm, frequency: continuous, route: intravenous. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: pulmonary arterial hypertension.